Event description:
It was reported that the ilet pump touchscreen was intermittently and then persistently unresponsive, allowing device unlock but preventing reliable selection of on-screen icons to announce meals; cleaning the screen and hands and restarting via the app briefly improved function, and a firmware update did not resolve the issue, leading to device replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a touchscreen input failure consistent with an unresponsive key/button behavior, with software involvement identified and the affected component being the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.